Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 225mg/dl. Troubleshooting was performed. The customer stated that drive support cap sunk in. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind as a result of the corroded motor home switch.